Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: we have received reports where the volumetric pump indicated that an infusion was running, but it was not actually infusing. One instance involved prbc, and the other involved ivig privigen 10%. The nurses at the time of care identified that while the pump's "volume infused" reading indicated x amount, the bag/bottle was not emptying as expected. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.